Manufacturer narrative:
The subject endoscope was inspected and found to have a kinked suction tube. The kink in the tube may have contributed to the surgical clip becoming lodged in the channel. As a follow up, a fujifilm clinical specialist will visit the customer to examine their endoscope cleaning methods, and if necessary conduct an in service.

Event description:
Surgical clip found in suction tube of endoscope. The subject endoscope was tested prior to the procedure and the suction was working okay. During the procedure, the suction began to work intermittently. In efforts to resolve this issue, the customer ran a brush up through the suction channel, entering through the suction port on the light guide connector and a surgical clip came out of the suction cylinder valve port area, which was not used during this procedure. The endoscope worked fine after this. The customer traced this subject endoscope to see when a clip would have been last utilized and it was 5 procedures prior to this instance. The clip was not used in the there were no reported patient injuries.